Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on 23jun2016. An immucor field representative visited the customer site to assess the testing instrument on 23jun2016.

Event description:
On 16jun2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2016.